Event description:
A male patient contacted lifecor customer support to report that he has been getting an alarm and the belt is vibrating occasionally. He stated that when he hits the response buttons the alarm stops. While removing the monitor from the holster, he noticed that the battery pack was not completely in the monitor. He replaced the battery pack and the second battery pack fit snuggly into the monitor. Support sent the patient a replacement battery.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack has been completed. The reported problem was confirmed. The cause of the battery pack not fully going into the monitor was due to a damage connector pin. The battery pack was repaired. Then it was retested and restocked. The root cause of the bent contact cannot be positively identified but was likely due to a slight connector misalignment when the battery pack was inserted into either the monitor or the battery charger. No adverse event resulted from the damaged battery pack. The patient received a replacement battery pack.